Event description:
The customer reported that the sensor kept going off when her blood glucose meter was not reading a low glucose. The customer mentioned having a problem with removing the battery cap. The customer stated that she was getting alert during night time. The customer stated that the sensor read 205mg/dl, but her blood glucose was 200mg/dl. The caller had a similar situation the night before and the paramedics were called. They found 50 units off of what her blood glucose meter was reading and the insulin pump was alarming low. The caller stated that the low alarm is set at 80. The caller stated that the sensor read 88mg/dl, but she was at 205mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.